Event description:
During normal lead pull, doctor mentioned the patient having a superficial infection and sent her home with antibiotics. The patient returned to the clinic complaining of increased headaches and backaches. Doctor referred her to the hospital where she was admitted for an infection that could potentially have occurred from her recent scs trial. The physician also stated that the patient received a CT scan with the following information: linear 5.8mm bone attenuating foci t12/l1 potential foreign body. The leads did not show any damage when removed so it is doubtful the foreign body is from them.

Manufacturer narrative:
An infection was observed following the implantation of this biotronik device. The sterilization process was investigated. The validated process assures that all sterilization parameters, such as gas concentration, temperature, humidity, etc., are within its specified ranges for each distributed device. Additional an analysis of validated microbiological indicators is performed after every sterilization procedure as evidence of successful completion of the sterilization process. Review of the biotronik complaint database did not reveal any changes regarding the trend for this type of incident. In summary, the infection was not device related.